Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the battery might have been too deep in the pocket. The patient will undergo ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was noted that the battery might have been too deep in the pocket. The patient will undergo ipg replacement procedure.